Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (frequent gong alarms, belt connection issues) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open +5v and -5v wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and belt connection issues.